Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 11 has been referenced in the conclusions. A review of the device history record of the product code/lot# combination was conducted with no findings

Event description:
The user facility reported after performing a left heart catheterization through the right groin, the doctor attempted to use a 6fr angio-seal device and he was not able to advance the arteriotomy locator into the sheath. The product never entered the body and hemostasis was achieved by manual compression. There was no other equipment or devices being used with the reported product. The patient was reported to be in good condition, and the procedure outcome was good.

Manufacturer narrative:
This report is being submitted as follow up report no. 2 to provide the completed investigation. One 6f angio-seal vip was returned for evaluation. One partially opened aluminium pouch was returned along with the carrier tube assembly and the hemostatic sheath was returned mated with the arteriotomy locator and guidewire. The bypass tube was at its manufactured location. The device was examined under fluoroscopy through the entire length on the sheath and no opaque obstructions were noted. Then the locator was removed from the sheath and checked for damages and deformations under a microscope. No anomalies were noted. The guidewire was then removed from the locator and visually inspected with no anomalies found. The following measurements were taken: locator outer diameter - 0.0910"; sheath inner diameter - 0.095"; guidewire - 0.033", all measurements were within the specifications defined in the engineering drawings active at the time of manufacturing. The locator and guidewire were again attempted to be mated for functional testing through the guidewire, and the assembly was completed as intended without any anomalies. There is no evidence that this event was related to a device defect or malfunction. The device was visually, dimensionally and functionally tested and no anomalies were found. No obstructions were noted upon subjecting the device to fluoroscopy and after uncoupling the returned components.

Manufacturer narrative:
This report was initially reported as an adverse event with required intervention, however, additional information was received. The reported device was one of two devices used on the same patient. Therefore, this report has been deemed a malfunction. This report is for first device used on the patient, for the second device used on the same patient; see MDR 30133694970-2018-00265.

Event description:
Additional information was received on may 15, 2018. The size of the procedural sheath used prior to the angio-seal was a 6f pinnacle. A pre-deployment angiogram was performed. The estimated blood loss was less than 250cc. The patient was reported to be in stable condition. It was confirmed that two events that were reported, the involved devices were both used on the same patient.